Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise on their right ventricular lead. The physician attempted to program around the noise but was unsuccessful. The lead was capped and replaced on (B)(6) 2020. The patient tolerated the procedure with no adverse events.

Event description:
New information notes that the lead also exhibited oversensing.